Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. Properly treated infections represent a minimal risk to the patient. The infection was treated with antibiotic beads (B)(6) 2017. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2017 that a sign fin nail implanted to repair a fracture was replaced due to an infected non-union. The fin nail was replaced with a 9mm x 340mm standard nail per the sign technique manual. Surgeon comment: "infected non union with virus collapse on patient previously treated at la paix university hospital in (B)(6) 2016. Initial injury was a open type 3 distal third fracture of tibia. Patient is immuno compromise and neglected to follow protocol and medication aft most recent follow up due to lack of fund and non compliance. We did a exange nail after culture and massive lavage and put anti biotic beads cement after correction and fibula osteotomy."